Event description:
The customer reported to olympus, the image for the evis exera iii bronchovideoscope disappeared at an angle. During inspection of the returned device, the coating on the insertion section was peeled. There is no report of patient or user harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The customer¿s allegation was confirmed and it was caused by a damaged imaging unit. In addition to the findings, the evaluation found a crushed bending tube, sagging bending section cover, leaking at the scope connector and corrosion on the scope connector cover. The bending angle was out of specification due to elongated angle wire and there was evidence of an instrument being improperly inserted into the forceps channel. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: stress of repeated use, external factors , handling. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.